Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a cotton tipped applicator. The customer states that the sticks are very weak and they are breaking off in her mother's throat. They use the swabs to clean the tracheal tube and on occasion they have had to use tweezers to remove the swab after it breaks.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.